Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck with a stent. The lesion being treated was 90% stenosed and located at a bifurcated, moderately tortuous, and severely calcified area of the left anterior descending artery (lad). A guidewire and guide catheter were used to access the lesion via the femoral artery. Three non-bsc stents were deployed lad proximal and a bsc-taxus stent was deployed distal of the heavily calcified lad. The physician performed the kissing balloon technique (kbt) on the taxus deployed in the lad distal and the non-stent deployed lad second diagonal. When performing the intravascular ultrasound (ivus) of the treated lad, the physician was able to confirm that the taxus stent did not fully expand due to the severe calcification and vessel bifurcation. Upon retrieval of the ivus catheter, the catheter became stuck in the taxus stent. The physician attempted to withdraw the imaging core, but couldn't due to kinks in the sheath of the imaging catheter. A balloon catheter was engaged and advanced distally; allowing the imaging catheter to be released from the stent. The patient was reported to be in good condition.

Manufacturer narrative:
Note that bsc maple grove has filed an additional MDR for the taxus stent involved on the event. MDR ID # 6000089-2007-01432.